Manufacturer narrative:
As reported in a research article, a patient required valve in valve intervention due to valvular stenosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article "prospective evaluation of transseptal tmvr for failed surgical bioprostheses: mitral trial valve-in-valve arm 1-year" was reviewed this research article is a prospective multi center experience to assess 1-year clinical outcomes among high-risk patients with failed surgical mitral bioprostheses who underwent transseptal mitral valve-in-valve (mviv) with the sapien 3 aortic transcatheter heart valve (thv) in the mitral (mitral implantation of transcatheter valves) trial. It was reported that between july 2016 and october 2017, 30 patients underwent mitral valve in valve procedure. Patient comorbidities included: diabetes, atrial fibrillation, chronic kidney disease, chronic obstructive pulmonary disease, heart failure, stroke, coronary artery bypass(CABG). One patient was an (B)(6) year old female previously implanted with a 27mm epic valve. The patient underwent a mitral valve in valve procedure due to mitral stenosis and was implanted with a 26mm sapien 3 valve. The article concluded that transseptal mitral valve in valve(mviv) in high-risk patients was associated with 100% technical success, low procedural complication rates, and very low mortality at 1 year. The primary and correspondence author of the article is mayra guerrero, md, mayo clinic college of medicine, department of cardiovascular medicine, mayo clinic hospital, 1216 2nd street sw, rochester, minnesota 55905, USA with the corresponding email mayraguerrero@icloud.com.